Event description:
It was reported that the deep brain stimulation (dbs) patient was taken to the emergency room (ER) due to vomiting and headache. The second day after being admitted to the hospital the patient experienced a seizure. The patient was observed to have a subdural hematoma in the left hemisphere and that shortly after admission the patient began to discharge infectious pus from the incision in the left hemisphere. Imaging showed edema was located peri-lead in the right hemisphere. The patient underwent an explant procedure and continued to be observed in the hospital.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7115366.

Event description:
It was reported that the deep brain stimulation (dbs) patient was taken to the emergency room (ER) due to vomiting and headache. The second day after being admitted to the hospital the patient experienced a seizure. The patient was observed to have a subdural hematoma in the left hemisphere and that shortly after admission the patient began to discharge infectious pus from the incision in the left hemisphere. Imaging showed edema was located peri-lead in the right hemisphere. The patient underwent an explant procedure and continued to be observed in the hospital. Additional information was received that cultures collected showed staphylococcus aureus and the patient was administered antibiotics. The edema was treated with corticosteroids.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial/ batch:(B)(6). Product family: dbs-extension; upn: m365nm3138550; model: nm-3138-55; serial/ batch:(B)(6). Product family: dbs-extension; upn: m365nm3138550; model: nm-3138-55; serial/ batch:(B)(6). Product family: dbs-ipg-r-mr; upn:m365db12160; model:db-1216; serial/ batch:(B)(6).

Event description:
It was reported that the deep brain stimulation (dbs) patient was taken to the emergency room (ER) due to vomiting and headache. The second day after being admitted to the hospital the patient experienced a seizure. The patient was observed to have a subdural hematoma in the left hemisphere and that shortly after admission the patient began to discharge infectious pus from the incision in the left hemisphere. Imaging showed edema was located peri-lead in the right hemisphere. The patient underwent an explant procedure and continued to be observed in the hospital. Additional information was received that cultures collected showed staphylococcus aureus and the patient was administered antibiotics. Clarification was received that the event was not a hematoma but edema. The edema was treated with corticosteroids. The explanted devices were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6); product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6); product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6); product family: dbs-ipg-r-mr, upn: m365db12160, model: db-1216, serial: (B)(6).